Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: as I was performing my assessment at 0200, I noticed my gloves were a little damp when touching the patient's IV tubing. As I traced lines back, I noticed the medication line running my prostin drip appeared to be leaking right after the filter. Placed a paper towel down under the v lines and soon enough noticed the line actively leaking. I notified my charge nurse (xx rn). She came over to the bedside to assess and video recorded the IV medication line actively leaking. The tubing has been sequestered and will be sent to materials management per educator email. The patient's prostin drip was reprimed with the new medication line and pharmacy was notified to bring a new syringe so one will be available when the current one runs out.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: it was reported that there was a leakage at the filter. Three samples model mz9226, lot 24059449 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe and flushed with water. One sample was leaking at the outlet port and two samples were leaking at the filter vent. Additional air under water test was performed for the two samples that leaked at the vent. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. For the sample that leaked at the filter outlet port, visual inspection under the microscope showed a small gap between the tubing and filter outlet port. The customer complaint was verified and a quality notification was sent to the manufacturer. A trend for this issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents.